Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Information received by medtronic indicated that the act button was hard to press and had to press multiple times. Customer reported that the insulin pump was slower to rewind and had to change the batteries every two weeks. Insulin pump did not alarmed when suspended and rejected new batteries. Battery life was diminished. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.